Manufacturer narrative:
Age at time of event: 40's. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The lot number of the device was not provided, therefore a ship history of previous lots sent to the customer was reviewed; DHR found no issues. (B)(4).

Event description:
It was reported that the patient experienced pain post an ovarian vein embolization procedure. A bsc interlocking detachable coil was successfully implanted and post operation that patient's status was fine. The patient later came back as she was experiencing pain due to the interlocking coil. It was unknown if the patient received additional treatment. No further patient complications were reported.